Event description:
Patient reported "complications", "diagnosed with bia-alcl, and possibly lupus" (lupus-not device related), "pain over the last couple of years and capsules with unknown baker grade", "exchange of textured devices due to patient's concern with product" and "unknown amount of fluid, severe swelling all the way up to collar bone". Later, healthcare professional reported "confirmed bia-alcl (breast implant associated anaplastic large cell lymphoma)" and "cd 30 positive, alk negative. Nodule excised shows alcl" via regulatory agency voluntary sus medwatch (mw5188050). This record is for the left side. Diagnostic exam results confirming alcl have not been received. Device was explanted.

Manufacturer narrative:
In response to FDA (voluntary sus) report number(s): mw5188050. A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review there is no information if the device will be returned for analysis in the device analysis laboratory. However, the reported event lymphoma ¿ alcl is classified as medical and it is unable to observe, therefore it is unable to be confirmed. A review of the current risk documents was performed in pfmea-silicone filled bi and sizer assembly, smooth (v3.0), and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma ¿ alcl will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: capsular contracture grade unknown and confirmed bia-alcl (breast implant associated anaplastic large cell lymphoma) the reported events are physiological complications, and device analysis typically does not help allergan determine the cause.